Manufacturer narrative:
Compromised force sensor system alarmed during prime test at 4 pounds due to moisture damage on faulty force sensor system. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 10.4 mmol/l. The customer stated that insulin squirted out during prime. The customer stated that the motor slowed down, no insulin dripped out, and no gap between the piston and reservoir when insulin exited. The customer pressed act and no insulin came out. The customer was advised to go back on manual injections.